Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their friend/family member regarding the patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s daughter called in and verified their mother¿s device stopped functioning. The daughter stated her mother told her they needed a manufacturer representative (rep) to fix it. Patient registration advised them that they needed to coordinate with the doctor¿s office to page a rep. They also suggested that patient services could assist them regarding the patient¿s device and the caller was transferred to patient services. There the patient and daughter (on conference call together) again reported that the device stopped functioning. It was reported that the patient was not feeling any ¿spark¿ at all on their back or leg. The patient stated the stimulation was on and suddenly went off. Even if they increased stimulation very high they were not feeling stimulation. No troubleshooting was done prior to the call. On the call the patient communicated with their ins using their programmer which showed stimulation was on, their settings were at 0.0 and the batteries were all full. It was reviewed to consider increasing the amplitude, if medically appropriate. The patient stated they didn¿t see any groups on the programmer screen only the therapy on, batteries icon and 0.0. It was indicated that no traumas/falls/emi/activity had occurred. The patient was redirected to follow-up with their healthcare provider (hcp). It was reviewed that patient services was not sure why the patient was not feeling stimulation and recommend they consult with their hcp office. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.